Event description:
Implanted distal locking screws pulled out of the plate approximately two weeks after a surgery for a broken 3rd metacarpel on (B)(6) 2013. Plate and screws were explanted on (B)(6) 2013 and 3rd metacarpel was repaired with new plate and screws. There were reported signs of fusion so the patient will remain in a cast until the fusion is complete. Patient has a post-operative infection from the hardware removal and is currently undergoing treatment.this is report 8 of 9 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device was used for treatment, not diagnosis. A product development event evaluation was conducted. The report indicates the screw holes of the plate were inspected under magnification. Four (4) proximal holes show symmetrically centered mark off from screw head contact indicating full seating of the cortex screws within the four (4) countersinks. No locking screws appear to have been used in any of the four (4) proximal holes. Distally, it appears that four (4) locking screws (only two were returned) were used as evidenced by the locking screw hole thread distortion and material movement; however, the technique guide recommends that a 2.7mm cortex screw be used in the most distal of the screw holes. A 2.7mm cortex screw was returned. Its condition shows that it was not fully seated at any time judging from the narrow band of contact on the underside of the screw head and cannot be sure where it was used but could have presented proud in a locking screw hole. It appears that the screw selection and placement may not have been optimized and/or incorrect screw angulation of the drill guide or improper use of the drill guide /sleeve leading to the migration of the plate and loosening of the screws. The device was determined to be suitable for its intended use. (B)(4). Placeholder.

Event description:
Corrected information was received from customer facility on august 9, 2013 and august 29, 2013. The complaint screws pulled out of the bone, not the plate as previously reported. Patient was also not revised with new hardware as previously reported. Original hardware was removed and patient is to remain in a cast until fusion is complete. It was confirmed the patient post-operative infection occurred after the hardware explant surgery and is not associated with new hardware, since new hardware was not implanted. This report is for one, 1.5mm cortex screw 16mm. This follow up report 1 is 8 of 9 for complaint (B)(4).